Event description:
During a shoulder arthroscopy a small piece of the device broke off. An attempt was made to remove the piece. User was unable to locate the piece. A fluoroscopy of the shoulder was done and the piece could not located. All fluids were drained and the piece was not found. No injury reported.